Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced a presyncopal episode. The pulse generator exhibited over sensing and loss of capture. No intervention has been reported, the patient would continue to be monitored.